Event description:
Technologist, while uncapping a tube, noticed that tube broke about 1/4" below the hemogard cap. This caused a laceration of the skin of their right hand. Pt rec'd first aid, wound irrigated and was drawn for blood tests. Source agreed to be drawn and tested.